Event description:
Customer reportedly rec'd results of 72 mg/dl and 115 mg/dl within 10 mins on the aviva system. No symptoms reported with these results. No actions taken based on these results. No adverse event reported. L1 control was run and in range. The customer did not provide the location were the discrepant results were obtained. Requested return of suspect device and replacement was sent.